Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Event description:
It was reported that the patient was shocked by 9000 volts by an electric air cleaner. When they attempted to perform a device check no diagnostics we available. It was determined that the implant detect feature had not been turned off on the device which caused no diagnostics to display. The implant detect was turned off and the device remains in use. No patient complications have been reported as a result of this event.